Event description:
It was reported while using bd cor gx instrument, there was a false positive result for hpv for one patient. Repeat testing was performed on the cor gx and indicated that the result was negative. The same sample also underwent confirmatory testing on viper lt instrument and the result was negative. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cor gx instrument, there was a false positive result for hpv for one patient. Repeat testing was performed on the cor gx and indicated that the result was negative. The same sample also underwent confirmatory testing on viper lt instrument and the result was negative. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: this complaint alleges the negative control failed leading to false positive results on the bd cor gx. The results from the run should have been suppressed rather than reported due to the control failure. This issue was escalated, and it was determined that an incorrect cutoff was applied to the negative control, which caused the neg control to show as fail. A software change request was created to correct the logic to appropriately set the negative control CT cutoff values which incorrectly resulted in this control failure. This complaint is confirmed, and the root cause is a software bug. Physical samples were not received by quality for investigation however, log files were received and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.